Event description:
It was reported that a patient underwent a kyphoplasty procedure at levels t3 and t4. A cement extravasation into the spinal canal at level t3 was observed. The cement was subsequently removed from the spinal canal in an open procedure. The patient was said to be doing fine post-operatively. No additional information was reported.

Manufacturer narrative:
Method - device was not returned; followed up with company representative.